Event description:
On (B)(6) 2012 lifescan (lfs) contacted the lay user/patient from the united states as part of an outbound program. During the call the patient alleged that they had a bent onetouch verio test strip. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject test strip was bent. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluatiion.